Event description:
A user facility reported a saline bag back filled during recirculation mode five minutes after recirculation began. The drain lines were reported to be within specification (length/height) with no obstructions. The facility technician performed a basic check on the ultrafiltration pump and checked the flow pump for leaks, in which no leaks were found. The nurses noticed a kinked line but were not sure if that contributed to the problem. There were no parts replaced on the device by the technician and the machine was returned to service.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.